Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional test could not be completed due to the motor error alarm. The insulin pump was received with a missing end cap sticker, minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error and that the drive support cap fell out from the insulin pump. The customer stated tha the device had fallen out of her pocket, hit the ground, and the drive support cap had fell out. The motor error alarm followed the event. She noted tha the insulin pump had gone through customs a few times, indicating tha it was probable that the device had been exposed to a magnetic field. The blood glucose reading was 170 mg/dl. The most recent blood glucose reading was 300 mg/dl., which was treated with a manual injection. She noted that she was thirsty. She stated that she was not using any insulin pump, declining device troubleshoot. Advised replacement of the insulin pump. Nothing further reported.